Event description:
The customer woke up in the morning with high bgs. The customer gave themself 8u bolus and ran a temp basal of .8u for two hours. After giving the dosage the customer tested and bgs were low. The customer then gave themself an additional 5u bolus while the temp basal was still running. The customer got to work and tested bgs. Bgs were low, two hours later bgs were very low. The customer went home to rest. Bgs had risen again. At this point someone called the paramedics. The customer informed that they were admitted to the hospital two days before the call.